Event description:
International affiliate has indicated that the placement of a programmable valve appears to have resulted in slit ventricle; subdural effusion; and hematoma. During surgery for the slit ventricle and subdural effusion; the subdural hematoma was revealed and a bilateral craniotomy was performed to empty the hematoma. The received information is not very clear and clarification has been requested from the affiliate.

Event description:
International affiliate reports that the placement of the programmable valve resulted in a slit ventricle and subdural effusion. The valve pressure could not be changed to the needed pressure and overdrainage resulted. During surgery for the slit venricle and subdural effusion; the subdural hematoma was revealed and a bilateral craniotomy was performed to empty the hematoma. The valve was explanted.